Event description:
Following the cardiac catheterization procedure in 2001, the physician closed the arteriotomy using a tsl 6 fr. Closer device. The pt developed an infection at the right femoral artery two days post procedure. A pseudoaneurysm had developed at the infection site and the pt was taken to surgery seven days after the original procedure. Cultures were taken which were positive for staphylococcus aureus. The vascular surgeon noted that the femoral artery was friable with evidence of infection. The artery was repaired, and the pt was discharged without further incident. Additional info was received that indicated that the artery was repaired with a patch graft. The pt was discharged home with a PICC line and placed on six weeks of IV antibiotics.